Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.